Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 728 mg/dl. The customer stated that she was not feeling well for the past few days. Troubleshooting was performed, and the insulin pump was programmed correctly. Found no delivery alarms in the alarm history. The insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.